Manufacturer narrative:
A ge oec service representative investigated the issue and loose hardware within the x-ray beam path that was appropriately re-attached and tightened. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6600 fluoroscopy system had a 'washer' type object in the field of view. Image obstruction.